Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/14/2019. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent primary breast augmentation with a 300cc mentor memorygel breast implant (right) and a 275cc mentor memorygel breast implant (left) experienced bilateral baker¿s grade iii post procedure. The diagnosis was confirmed by a physician. As a result the right implant was replaced with a 300cc mentor memorygel breast implant and the left implant was replaced with a 275cc mentor memorygel breast implant. See 1645337-2019-19618 for contralateral prosthesis report.